Event description:
Patient presented to the physician with pain due to migration of the ipg. Upon examination, it was confirmed that the ipg had migrated into the axillary region. Physician brought the patient into the or, repositioned the ipg deeper into the original subcutaneous pocket, re-sutured, and closed the incision.